Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 400 mg/dl in the morning and 300 mg/dl last night. The customer stated that he had issues with 3 out of 5 infusion sets. The customer reported alarm occurred during fill tubing. The customer reported that the no delivery alarm was resolved by changing reservoir. The reservoir will not be returned for analysis.